Manufacturer narrative:
On 01/04/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. The medtronic representative believes the issue was related to use error, most likely switching instruments on one patient tracker and forgetting to re-verify. The medtronic representative will inform site and make recommendations. On 01/13/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. It is suspected the user was switching instruments between a single patient tracker without verifying the new instrument. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, when they would bring the instrument to the patient nose, the software would briefly become unresponsive and then the computed tomography (CT) images would disappear from the screen as they were attempting to track inside of the nose. Software was actively tracking the instruments showing a solid green status. In trouble-shooting, multiple instruments were tested and all displayed the same behavior. Re-booting the navigation system did not resolve the issue. Attempted to re-trace the patient with the stingray tracker, however, the registration pattern did not line up with the patient anatomy after tracing. The surgeon opted to discontinue the use of the navigation system to complete the procedure. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.